Event description:
It was reported that during central processing, the permanent cautery hook was brought into sterile processing department (spd) still in peel pack with hood falling off and parts falling out. There was no report of patient involvement. Intuitive received a follow-up response from reporter and the following information was obtained: the instrument was found in the sterile packing prior to use in surgery. The hood of the arm, along with various pieces from inside of the arm, had fallen off and were sitting in peel pack separated from rest of arm. Due to the initial appearance of the instrument, it was never opened in the or. It was noted that there were not loose/broken cables identified. Patient information was requested, but unavailable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged flush tube guide. During visual inspection, instrument was found to have a bearing dislodged from its expected location. The roll bearing appears to be dislodged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.